Manufacturer narrative:
The event unit was returned to applied medical for evaluation. Visual inspection confirmed the complainant¿s experience of a fractured cannula tip. Based on the condition of the returned unit, it is possible that the fractured cannula tip was due to an object or instrument coming in contact with the cannula tip and/or excess force exerted on the cannula tip. It is also possible that the cannula material was more susceptible to breakage. The probability and criticality of harm resulting from this failure have been evaluated and were found to be at an acceptable level.

Event description:
Procedure performed: laparoscopic cholecystectomy. Event description: at the start of the procedure, the end of the port (cor 47) snapped in part as it was being inserted, approx 1/4 of the plastic of the entrance to the port snapped, but did not totally detach. The surgeon was [surgeon name redacted], consultant general surgeon and the patient was not harmed. Intervention: procedure completed with other trocar. Patient status: no patient injury has been reported.

Manufacturer narrative:
The event unit is anticipated to return to applied medical for evaluation. A follow-up report will be sent upon completion of investigation.

Event description:
Procedure performed: laparoscopic cholecystectomy. Event description: at the start of the procedure, the end of the port (cor 47) snapped in part as it was being inserted, approx 1/4 of the plastic of the entrance to the port snapped, but did not totally detach. The surgeon was [surgeon name redacted], consultant general surgeon and the patient was not harmed. Intervention: procedure completed with other trocar. Patient status: no patient injury has been reported.